Manufacturer narrative:
Initial complaint submitted in error. The implant did not achieve primary stability and was replaced, completing the procedure within the same visit. There is no report of adverse patient impact associated with this event. Therefore, this complaint is non-reportable to the FDA (and/or) other regulatory agencies. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.

Manufacturer narrative:
Included ni for section to indicate no information available.

Event description:
Per complaint (B)(4), patient experienced lack of primary stability.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.